Event description:
It was reported that a malfunction alarm occurred. The customer experienced a high blood glucose (bg) level. Bg value not provided. At the time of the report with tandem technical support the customer hadn't addressed bg level. The customer reverted to manual injections for insulin therapy.